Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling the controller and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that an inpatient experienced a controller with an elevated temperature. The temperature was noted to be 51 degrees celsius by the site. The controller was exchanged with no noted consequences or impact to the patient. No additional information reported.

Manufacturer narrative:
Removed implant date. This peripheral device is not implantable. Controller con190614 was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event of "very warm to touch". The reported event was confirmed; however, the controller performed as expected during bench testing. Analysis of the device revealed the device met specifications. The controller passed visual inspection and functional testing. The controller was allowed to run for extended period of time. Results revealed that the controller's surface temperatures felt warm to the touch. Internal analysis revealed that a power mosfet transistor was operating at a warmer temperature but still within the manufacturer's temperature operating range. As a result, the patient may perceive the controller as operating warmer; however, the controller is still functioning as expected. No failure detected; the controller met specifications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.